Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the mother of the patient that upon placement of the pod on abdomen, patient felt pain. Upon removal it was noted that the needle had not retracted and insulin appeared to be pooling subcutaneously rather than being properly delivered. The patient also noticed bleeding at the site. This indicates a needle mechanism failure. The patient reported elevated glucose level of 263 mg/dl. The pod was worn less than 1 hour. As treatment, the patient placed a new pod. Worn pod was discarded.